Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 4 ((B)(6) 2008, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015). Concurrent conditions included menometrorrhagia. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), blindness ("vision/eye problems type: loss of vision for long periods of time, vision prob") and back pain ("back pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, blindness and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, blindness, dysmenorrhoea, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), menorrhagia), migraines / headaches, vision problem. The left tube was then coiled with the essure with two coils remaining in the uterine cavity, the right tube was then coiled with the device with five coils remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Impression: the right oviduct remains patent. The left oviduct is occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs & mr received. Case become valid & incident. Injury nos replaced with new events. Added event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pregnancy (no complications), dysmenorrhea (cramping), back pain, pelvic pain, vision/eye problems type: loss of vision for long periods of time. Updated outcome of events from unknown to recovered/resolved. Concomitant conditions, lab data was added. Reporter's information was added. Patient's demographics was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.